Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was removed and a new device was implanted.

Manufacturer narrative:
Concomitant product: 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an inappropriate defibrillation shock. The device detected atrial fibrillation and supraventricular tachycardia and administered a defibrillation shock for ventricular fibrillation. The device remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.